Manufacturer narrative:
Patient identifier: requested, unknown. Age & date of birth: requested, unknown. Patient sex: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown race: requested, unknown. UDI: this is the product code that is not required to be registered with FDA. Implanted date: device was not implanted. Explanted date: device was not explanted. Review of the manufacturing history record and the shipping inspection record of the actual sample found no anomaly in them.a search of the past complaint file regarding the involved product code/lot found no other similar cases reported from other facilities. Investigation of the actual sample. The returned samples were one guidewire and one peeled piece. [Peeled piece] visual, magnifying and electron microscopic inspections of the peeled piece found that: it was approximately 425mm in total length. There was an indentation in the longitudinal direction. The peeled surface was smooth. [Guidewire] visual, magnifying and electron microscopic inspections of the guidewire found that: the outer layer had been peeled off approximately 425 mm in length, in the part approximately 35 mm - 460 mm from the distal end, and the core wire was exposed. When the outer layer peeled part and the peeled piece were overlapped, they found matched in shape. Therefore, it was inferred that there was no portion missing from this part. The edge of the outer layer peeled part at approximately 35 mm from the distal end was straight and stepped. The core wire was exposed half the circumference. A gradual slope was observed in the outer layer part, approximately 455mm - 460mm from the distal end. The outer layer had been scraped and scratched intermittently in the part approximately 465mm -735mm from the distal end. There was no other appearance abnormality including peeled outer layer in other parts. The surface of the outer layer at the peeled and scraped part were smooth. The outer diameter at the undamaged part met the factory's specifications. No anomaly was found. Review of the manufacturing record and the shipping inspection record of the actual sample confirmed there was no anomaly in them. In this case, it was considered that the actual sample was abraded with some sharp object during the procedure, resulting in the urethane outer layer being peeled off. The outer layer peeled part, approximately 35 mm - 460 mm from the distal end, matched in shape with the peeled piece. From this, it was inferred that there was no missing portion from this part. Regarding the part approximately 465 mm - 735 mm from the distal end, since the outer layer was confirmed to have been scraped intermittently, it was inferred that a part of outer layer was missing from this part. IFU states: "do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the actual radifocus guidewire m sample was used for insertion of venous return cannula during a thoracoscopic aortic valve replacement (avr) procedure. The procedure continued with no problem, and when the venous return cannula was removed, a foreign substance was found adhering to it. Upon examination, it was confirmed that the urethan of the actual sample was peeled off. The procedure was completed successfully, and the patient has recovered. It is unknown if there was any other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d3.